Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 04-jul-2021. The device evaluation was completed on 03-aug-2021. The catheter was returned to biosense webster for evaluation. Bwi conducted a visual inspection and shaft proximity interference screening test of the returned catheter. Visual analysis of the returned catheter revealed reddish material inside and a hole on the pebax on the thermocool® smart touch® sf bi-directional navigation catheter. Shaft proximity interference screening test was performed, in accordance with bwi procedures. The returned sample was connected to the carto 3 system and the force values were observed within specifications. The evaluation determined that the cause of pebax damage failure cannot be established. The event described force issue was unable to duplicate during the product investigation; however, the blood inside the pebax area found could be related to the reported issue. A manufacturing record evaluation was performed and no internal action was found during the review. As part of bwi¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no force issue could be reached on the cause of the reported event, to minimize force issues, the following guidelines should be followed. In order to achieve optimal force reading accuracy and stability, allow the catheter to warm up for 2 minutes after connection to the carto¿3 system, prior to use of the force feedback feature. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a biosense webster, inc. Product analysis observed a hole on the pebax. Initially the carto 3 system was displaying high force reading when going on ablation with the thermocool® smart touch® sf bi-directional navigation catheter. The cable was replaced without resolution. The thermocool stsf catheter was replaced and the issue was resolved. The procedure continued successfully. The carto 3 system is operating per specifications and is not responsible for the product issue. No patient consequence was reported. The high force issue was assessed as MDR reportable. The issue was highly detectable when occurring. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event was low. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 03-aug-2021 there was reddish material and a hole on pebax observed. The hole on the pebax was assessed as MDR reportable. The awareness date for this reportable lab finding was 03-aug-2021.